Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received one device, opened by the account with the appropriate display box and blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was retuned with the instrument. Witness marks on the bevel wall were observed on the instrument. No sheering was observed on the toggle switches. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to reporter: the surgeon was passing the needle from one jaw to the other of the device. When the needle dislodge and fell into the patient. He then used hand instrument to retrieve the loose needle. To correct condition: used a hand instrument to retrieve the needle that fell into the patient. Opened another device to finish the procedure. Current patient status: no operative issues with the device. There was no patient injury/hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery was not delayed more than 30 minutes. Needle and portion of the suture fell into the patient. Device fragment was not left in patient.